Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt131 infant breathing circuit did not pass a pb840 ventilator leak test. The leak was observed prior to patient use.